Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
This is to report the tenth affected product. It was reported that a patient with diabetes had 10 to 15 infusion sets at home that were removed prematurely due to bent or kinked cannulas, resulting in elevated glucose levels. The patient stated that the most recent occurrence happened that morning. To address the elevated glucose level, the patient administered a correction injection and planned to replace the infusion site. The current cgm/bgm reading was 251 mg/dl. There was patient involvement; however, no patient harm occurred.